Event description:
Home patient's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the patient line of the homechoice set during their apd therapy. After doing so hp neglected to cap off their transfer set until tsc instructed hp's family member to do so. Tsc assisted hp's family member in ending therapy early. Per hp's rn, no patient injury or medical intervention was associated with this incident.